Event description:
I recently switched insurances (from parents to my own because I'm 26) and for the last 7 plus years I've been using novofine needles. Now that I switched insurances, they will only provide bd branded needles. These needles hurt, they are causing lumps, bruising and swelling. I've asked for prior authorizations and my insurance (united healthcare) won't accept it and my providers won't do anything.